Manufacturer narrative:
Pending evaluation: concomitant device(s): 5005342, 170-36-00 - biolox delta femoral head 36mm od, +0mm; 5135849, 186-01-52 - integrip cc, cluster 52mm, g2; 4485835, 188-01-10 - wedge plasma x/o sz 10.

Event description:
As reported, approximately 4.5 years post op the right initial tha, this male patient was revised due to the recall of the gxl liner. Patient was last known to be in stable condition following the event. Device is not returning, lawyer is keeping it.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision has been reported to be due to the device recall; no other reason reported. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, approximately 4.5 years post op the right initial tha, this male patient was revised due to the recall of the gxl liner, no other reason reported. There was no reported breakage of devices or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Device is not returning, lawyer is keeping it. No other patient information/medical history reported. No other information is known to the representative. No additional information.

Event description:
As reported, approximately 4.5 years post op the right initial tha, this male patient was revised due to the recall of the gxl liner, no other reason reported. There was no reported breakage of devices or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Device is not returning, lawyer is keeping it. No other patient information/medical history reported. No other information is known to the representative. No additional information.

Manufacturer narrative:
These devices are used for treatment not diagnosis. Pending investigation. No other information is available.

Event description:
Revision operative report of (B)(6) 2022- operative findings: there was found to be a clean wound with clear synovial joint fluid. There was visible polyethylene wear within the superior dome of the acetabular polyethylene. There was a well-fixed acetabular shell and femoral component. There was a mild amount of superior osteolysis through the cup holes. Therefore, an acetabular screw was placed. No complications. Fluid and tissue were sent for culture. Clinical history: the patient is a 61 year old male who is status post index right total hip replacement on (B)(6) 2017, undergoing a right total hip using a direct anterior approach using exactech total hip system. The patient had initially done well and upon receiving the recall for exactech, was brought back to the office for a screening x-ray. This x-ray showed visible polyethylene wear in the x-ray interval. The components appeared to be well fixed. The plan was for acetabular polyethylene and femoral head exchange. Preoperative infection workup including lab work was negative. Patient transferred to recovery in stable condition. There were no complications. No other information is available.

Manufacturer narrative:
H3: investigation results: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear and osteolysis is a combination of the risk factors. A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. However, this cannot be confirmed on the provided radiographs and the devices were not available for evaluation.